Event description:
Device issue: no cross/loose stent. Time of device issue: during the procedure. Adverse event: none. It was reported that during the advancement of the xience v stent delivery system (sds), resistance was met inside of the guiding catheter. During removal of the sds force was applied causing the stent struts to flare. During removal in the rotating hemostatic valve, the stent was grazed excessively. No patient effects were reported. No additional information is available. This is being reported based on the analysis of the device which revealed that the stent was loose on the sds.

Manufacturer narrative:
(B)(4). Evaluation summary: the cine of the procedure was returned and reviewed by a clinical specialist. The cine review noted that there is a tight, calcified lesion in the proximal lad. Several balloon dilatations occurred at the lesion site; however, there were small waists in the balloon. Finally, a stent was deployed over the lesion site. The reported incident cannot be confirmed because, there were no images showing the difficulty removing the stent delivery system, which is consistent with clarification that no angiogram was recorded related to the event. However, the cine review did conclude that the existence of so much resistant calcification may have contributed to delivery and removal difficulties. Failure to advance and difficult to remove undeployed can be affected by numerous factors. Analysis of the returned product noted blood in the guide wire lumen and on the shaft, balloon, stent implant, which is consistent with the reported information that the product was inserted in the patient anatomy. The tip length was measured and met manufacturing criteria. As the stent implant was loose on the tightly-folded balloon and its entire length was mangled, its outer diameters could not be measured. Also, the reported difficult to remove from a guiding catheter could not be tested due to the noted stent damage. Based on the reported information and cine review, interaction with the calcified anatomy and accessory devices likely contributed to the reported failure to advance, difficult to remove and flared stent. As additional force was applied during resistance in the accessory devices (the reported use error), the stent likely became further mangled and loose. The noted shaft kinks as well as noted bunching of the proximal balloon taper and the nearby shaft are also consistent with force being used against resistance during advancement and retraction, respectively. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit...applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the finished product lot history record did not reveal any nonconforming material records for this lot that could have contributed to this complaint. In this case, the reported complaint and noted damages appear to be related to the operational context of the product, and there does not appear to be any indication of a product quality deficiency. All stent delivery system are subjected to a 100% visual inspection of catheter and stent damage. In addition, a quality control audit inspection is used to verify product quality.